Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a 'lo' (< 40 mg/dl) reading with the freestyle libre sensor, and stated that due to this reading, she was sent to the emergency room. No further information was provided and attempts to contact customer have thus-far been unsuccessful. As no treatment or diagnosis details were provided, it cannot determined if customer's medical event was consistent with sensor reading. There was no report of death or permanent injury associated with this event.